Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.It was reported that a spectrum pump experienced a system error 322 (link switch) alarm there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received by the manufacturer on 04/10/2018. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification in relation to the reported system error 322 alarms which were not reproduced. System error 322 alarms were not found through a review of the event history log. No correction is required as no evidence of the alarm was found. Should additional relevant information become available, a supplemental report will be submitted.